Manufacturer narrative:
Concomitant medical product: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found the complaint was unable to be verified, however the insulation was pulled too far out of the recharger telemetry module (rtm) donut and thus the unit was scrapped. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins). It was reported that the controller had been "goofy" as the patient had been seeing various messages pop up on the screen and sometimes it would charge the ins, very slowly, and other times it wouldn't charge at all. The patient stated that now they were in pain and the ins was depleted due to these controller issues. The patient also stated that they spoke with two reps, one of which met with them and "reset his controller with the programs and such two weeks ago" and the other rep gave them troubleshooting steps such as pulling out the battery pack and putting it back in. The patient said that even after all of the troubleshooting steps, the issues persisted. The patient was asked if they recalled any of the messages and the patient stated no, but they recalled one had the word "system" in it. On the call, the patient started a charge session and was able to connect and said the controller was reading "charging at excellent." The patient noted that they had been in pain for 3 years (prior to implant) and their pain was in their groin area and when that pain gets worse it aggravates their lower left back. The patient noted they were at about 50-60% relief with the device in their lower back. The patient said they were treating the excess pain with tylenol and cbd oil. A replacement recharger (rtm) was sent to the patient. No further complications were reported/anticipated. Additional information was received from the patient. It was reported that the controller was giving problems when he is trying to recharge the ins. Patient received a replacement rtm, but did not notice any improvement in the problems he was having; was getting the error message "finished" last night and noticed getting an m0 message sometime in the past but did not know specifically what the other messages were. Patient was told to remove and reinstall the battery pack and he can get started charging again after doing that but he still has to reset it a lot. Patient expressed a great deal of frustration stating: if he can't charge his pain comes back and he only gets about 60% success (for pain), if it is not charged he is in a lot of pain and there was a time it was not working for a day or two, it got low a couple of times. When he starts charging his controller is 100% but he can only get his ins full off and on. Patient recharges in bed and lays on the rtm. Patient has noticed the green light stops blinking and it has gotten warm in the past, it can take well over an hour to charge. Darning the call patient was successful to start a charge session with recharging excellent, the ins battery level progressed to 30%. Information regarding the meaning of "finished" and some recharging best practices were reviewed with the patient. Patient was going to charge and call back, he said he could take a picture of any error messages in future. No further complications were reported. Additional information was received. Consumer reported for the past 6 months they had been trying to recharge the ins, and the controller "shuts off". Patient clarified that the controller shows that recharging has stopped, he has difficulty recharging, the controller tells him to "reposition" device, which he says he has done so many times he is about ready to throw away the device; said it's real frustrating. It was reported that they had a replacement rtm previously, which seemed to work for a while but then the controller started shutting off charging again. Patient reported they saw the "rm something or other" screen while trying to recharge; they think there was a 4 after the rm code. Patient reported a "cannot find the device" screen. Patient mentioned his ins was not working; "there's nothing there now." It was clarified that the ins was dead because they had not been able to charge it when they try. During troubleshooting the patient saw no device found. The patient held the rtm in the air and placed back over ins, but when rtm was both in the air and over ins the numbers along the bottom did not show a range; they were all the same. Patient reported that they have had the device for a year and when it works they get 50-60% relief, they had been having trouble with the immense amount of pain. No further complications reported/anticipated.